Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. A review of the event history log identified system error 345 alarms. Evaluation did not assess for this allegation; however, visual inspection calls for the replacement of the upstream/ultrasonic sensor, which is an assignable cause for the customer allegation. The upstream/ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.